Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow block event on 22-feb-2025 due to blockage in tubing. The customer changed supplies as necessary and resumed insulin therapy. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record 2291031. The batch 5388348, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 5388348 was manufactured according to the work instruction (wi) version 86 and manufactured in the line 10 on 19/jun/2022, with a total of (B)(4) units. The sub-assembly, gluing of tubing: lot 5393021 was manufactured according to the wi version 53 and manufactured in the machine spot 05, on 18/jun/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, other 1 complaint identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.